Event description:
International ((B)(6)) complaint received reporting leakage with dialysis set up of dialysis catheter/ tubing blood lines and d1000 tego connectors. It was reported that on (B)(6) 2012, clinicians found "leak of the tego cap. Blood leak from the catheter. Clinical consequences: change of extension. Waste of time. The leak is located on the threaded part of the tego cap." Patient experienced no adverse medical consequences . The tego connectors were in use for seven days when the incident occurred. Although additional information requested, including identity and availability of the involved mating devices no responses were received. MFR's investigation: device return: one (1) used d1000 tego connector was returned for analysis and investigation. Visual inspection of the "as received" tego connector recorded some minor top surface damage along the rim of the tego seal. No other visual abnormalities were observed.

Manufacturer narrative:
Functional and performance testing to the applicable tego product specifications was conducted. The results recorded the returned d1000 device met the applicable performance requirements. There were no leakages or flow issues replicated. The engineering report did note that during flushing sequences a large clot was flushed from the interior of the tego connector. Conclusion: thorough testing of the returned used d1000 tego connector recorded no functional and or performance issues. The reported leakage issue was not replicated. This report and the associated information have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff. The MFR has also provided additional literature/ white papers on accepted clinical flushing and usage protocols.